Manufacturer narrative:
(B)(4). D10: ringloc bi-polar 28x42mm. Item: 11-165208. Lot: unknown. G2: foreign ¿ israel. H6: proposed component code: mechanical (g04) - head. The location of the reported device is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent conversion to a total hip replacement approximately 1 day post-implantation due to dissociation of the metallic femoral head from the polyethylene liner. The initial procedure was a partial hip replacement. Following surgery, dissociation of the femoral head from the liner was identified. A revision procedure was attempted but was unsuccessful, after which the implants were removed and a total hip replacement was performed. Attempts have been made and no further information has been provided.